Event description:
Caller reports that during a correlation study the following coaguchek s/xs results were obtained: 1.9 inr/2.5 inr; 4.4 inr/3.2 inr; 1.6 inr/2.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek s system (lot number 946a, expiration date 10/31/2011). (B)(6).